Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, broken reservoir tube lip and cracked belt clip slot.

Event description:
It was reported the customer had a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. It was also reported the insulin pump did not have any numbers or alerts on the screen after the alarm occurred. A manual prime was not possible after the alarm occurred. The customer did not expose the insulin pump to moisture or damage. The drive support cap appeared to be damaged. Customer's blood glucose was 131 mg/dl. The customer was advised to return the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).